Event description:
Customer reports x-rays continue after both hand switch and foot switch are released. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but there was no report on the results of the evaluation or repair status.